Manufacturer narrative:
Philips service provided part numbers and troubleshooting steps; however, the issue remains unresolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the lateral stand failed to power due to multiple subsystem issues on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.